Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "unspecified error" was not reproduced. Evaluation ran stimulated infusion on the device and no alarms were encountered. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had unspecified error upon device power up in the surgery department. There was no patient involvement. No additional information is available.